Event description:
The customer contact reported a leak; subsequently the pt received homologous blood instead of autologous blood. On an unspecified date, the customer contact stated that two units of packed red blood (prbc's), cells were collected prior to the pt undergoing orthopedic surgery. On (B)(6) 2012, the tubing set was to be used to deliver a second unit of autologous prbc's , at an unspecified rate via a plum pump. At an unspecified time, the customer contact reported that while the nurse was spiking the second unit, the spike of the tubing set pierced the blood bag resulting in a leak. It was reported that the unit of blood was wasted. On (B)(6) 2012, at an unspecified time, the pt's hct value was 20%. It was reported that a crossmatch was ordered. The customer contact reported that an unspecified number of homologous units of prbc's were administered to the pt. On an unspecified date it was reported that the pt's hct had increased by 5.2%. Though requested, no additional information was provided including the pt outcome.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.